Event description:
A prospective patient read online ¿people were having a lot of problems with the leads and that breaking, and a lot of then didn¿t even have like 50% relief from pain¿.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).